Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant had to be removed during its installation surgery due to the fenestration that was occurring while he was screwing the implant. It was being installed in introral region #4, the patient presented insufficient bone quality/quantity (bone type IV) and bone graft was executed